Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred during basal delivery following a malfunction alarm. In addition, it was reported that an unexpected reset occurred and then the pump time became inaccurate by an hour. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted manual injections for insulin therapy.